Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of ns was programmed to infuse at 25ml/hour. Approximately 15-20 minutes later the clinician returned to start chemotherapy and noted the patient's shirt was wet. Patient was unsure if she had spilled water or not. Clinician connected a saline flush to check for blood return from port and register nurse noted the IV tubing to be leaking. Tubing was disconnected from the patient and a new IV tubing was primed and used for drug administration. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed that the tubing was completely separated from the smartsite outlet port near the distal male luer. Examination under magnification showed that both sides of the tubing had insufficient solvent applied at the engagement. Functional testing was not performed due to the separation. Fluid was leaking from the separation. Dimensional analysis showed that the tubing was within specification. The root cause of the leak was identified as a manufacturing issue of insufficient solvent being applied at the junction of the tubing and the smartsite port.